Event description:
Pt's family member called lfs alleging that pt's one touch profile meter was giving inaccurate erratic readings. "Pt's been sick. Headache and stomach ache, tired". Pt is given extra insulin of high, orange juice if low. Readings of 49, 79, 415, 300 are documented (unclear when and what time difference). Meter was set in mmol/l. "Pt received the wrong insulin, nausea, organ wear down." "They've been back and forth to the hospital." Family member feels pt was harmed by meter's readings. Attempts to contact pt have failed.